Event description:
It was reported that the customer had high blood glucose levels of 303 mg/dl. The mother of the customer reported that the insulin pump kept scrolling up to the maximum bolus accidentally without the customer actually pushing any buttons. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to perform functional testing due to unresponsive button. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).